Event description:
It was reported that the patient was experiencing inadequate pain relief after receiving the end of life message. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg device was not returned.